Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -the skeletons in the bending section became loose, collapsed, or damaged. -the adhesive part on the bending rubber was worn out. -the insertion section had a collapse, buckling, depression, scratch, cut, or deformation. -the scope connector had a crack, burr, chip, corrosion, discoloration, sickness, loosening, collapse. -control section (including the instrument channel port) had a scratch, crack, chip, discoloration, unclear markings. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the user handling of the device reprocessing was inappropriate -the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. Air/water channel: pseudomonas aeruginosa. Second time; (B)(6) 2021. Instrument channel: pseudomonas aeruginosa. Third time; (B)(6) 2021. Pseudomonas aeruginosa. Klebseilla pneumoniae. The user facility soaked the device to biofilm remover. The device had been reprocessed manually and using a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. The user facility took microbiological testing for another olympus device and the soluscope machine and no microbe was detected as a result of the testing. There was no report of infection associated with this report.